Manufacturer narrative:
Concomitant medical products: 5071-35 leads x 2, implanted: (B)(6) 2012-03-12; 5072-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock due to t wave over-sensing. Additionally, there was t wave over-sensing post pacing and post sensing. A request for additional information was made and it was learned the patient died of a cause unrelated to the event.